Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported excessive no delivery alarms on her insulin pump last night. She changed the infusion sets until the alarms stopped. Customer's blood glucose last night was 500 mg/dl. Customer's current blood glucose is 380 mg/dl. She is trying to correct with a bolus delivery. She stated the issue was resolved by a complete set change. Customer was advised to call if the issue recurs for troubleshooting. Nothing further reported.